Event description:
It was reported that prior to generator replacement surgery on (B)(6) 2015 due to end of service, a pre-operative diagnostic test caused the vns patient to experience nine seconds of asystole. The patient returned to normal sinus rhythm without any interventions. The anesthesiologist believed that the patient was not sedated enough so anesthesia was increased. An intraoperative diagnostic test was subsequently performed and the patient again experienced asystole for 23 seconds which required 10 seconds of chest compressions to return to normal sinus rhythm. The surgery was completed without any further issues. The physicians attributed the event to the patient¿s poor health.

Event description:
The surgeon provided operative notes from the march 25th, 2015 procedure on (B)(6) 2016. The patient was placed under general anesthesia and her pulse generator was stimulated to 1.0 ma, then the patient had an episode of asystole. Once she was stabilized, it was felt that it would be required to replace her old pulse generator with a newer model pulse generator due to the episode of asystole. The old generator was removed and the newer model generator was implanted. The impedance was then tested on the new pulse generator at 0.25 ma and found to be within normal limits. No asystole occurred during this test. Once this was performed, the wound was irrigated and closed with the patient in a stable condition. The surgeon noted that there were no complications of the procedure.

Event description:
It was reported that the patient's magnet mode stimulation was not activated until after the patient was seen by a cardiologist. The patient was monitored by the cardiologist over three days, and the vns magnet mode was enabled following the cardiac evaluation. The patient was again monitored by the cardiologist and neurologist after magnet mode activation and the patient had normal sinus rhythm. No additional relevant information has been received to date.